Event description:
It was reported by the affiliate that during an pancreatoduodenectomy procedure, when the device was fired for the duodenum, the staples were malformed. Another device was used to complete the cause. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 4/13/2009. Info anticipated, but unavailable of this time.